Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day as onset, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics for peritonitis. Ten days after admission, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the event. Dianeal and extraneal therapy was ongoing. The patient was retrained on proper aseptic technique and was observed using aseptic technique while performing pd therapy. No additional information is available.